Event description:
It was reported that the infusion set tubing may have been subjected to stress or pulling which could have caused leakage at the quick release on (B)(6) 2026. The infusion set was in use for two days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.